Event description:
It was reported that the patient expired due to myocardial in fracture heart failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Lead was cut on (B)(6) 2017. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector portion of the lead measuring 13.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.